Manufacturer narrative:
The exact event date is unknown

Event description:
It was reported that the patient was seeking advice on what treatment options were available after two implants that were removed due to infection. The patient is diabetic. The patient stated that this was about 2 years ago.